Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: it was a patient who underwent lt surgery. Dr. Lee successfully inserted the stent. However, after stent migrated, the shape was deformed. They used another clso-10-15. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Patient/event info - notes: 1. Please indicate where the device was stored prior to use. Plastic stent storage cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* cook acrobat2, 0.025inch, 450cm. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr.(B)(6) did sphincterotomy using the tri-25m-p. 4. Was the wire guide inspected for damage prior to use?* no. 5. Was the device at the centre of the complaint inspected for damage prior to use? No. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished?* they used another clso-10-15. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Bile duct. 5. Was resistance encountered when advancing the wire guide to the target location?* a little. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No 7. Was resistance encountered when advancing the introduction system in place to the target location?* a little. 8. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. N/a. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Acorbat2. 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
Device evaluation: 1 unit of clso-10-15 of lot number unknown was not returned to cirl for evaluation. With the information provided, a document based investigation was conducted. The device evaluation could not be completed as no device was returned. Manufacturing records: as the lot number of the complaint device is unknown, a review of the relevant work order could not be conducted. However, prior to distribution, all clso-10-15 devices are subjected to functional checks and visual inspection to ensure device integrity. Instructions for use and label: the instructions for use (ifu0045), which accompanies this device advises the user on potential complications: those associated with biliary stent placement include but are not limited to: stent migration. There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The use of a 0.025" wire guide caused a kink in the stent which contributed to the slight resistance experienced when advancing the stent, this kink on the deployed stent caused it to move/migrate out of the intended location with the kink/deformation being discovered upon removal. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint is confirmed based customer and/or rep testimony. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was determined. The device was used with 0.025-inch wire guide. A CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.